Event description:
It was reported that a vascular dissection occurred. Procedure summary: the vascular anatomy was moderately tortuous. Vascular access was obtained via a transfemoral approach. The severely stenosed and mildly calcified native aortic annulus was 21.0mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 18mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. When inserting the acurate neo2 tf ds into the 14f isleeve introducer sheath, resistance was noted and the acurate neo2 tf ds could not be advanced through the introducer sheath. The acurate neo2 tf ds was withdrawn from the 14f isleeve introducer sheath. A kink was observed in the catheter shaft of the acurate neo2 tf ds. A dissection was noted in the right iliac artery, approximately 5cm from the access site, resulting in blood loss. The 14f isleeve introducer sheath was removed from the patient. The dissection was treated with the implant of an unknown manufacturer's coated vascular stent. The transcatheter aortic valve replacement procedure was aborted. Patient status: the patient was discharged from the hospital and has fully recovered.

Manufacturer narrative:
Device analysis the 14f isleeve introducer sheath without the dilator was returned for device analysis. The cap, hub, sheath, and tip were visually and microscopically analyzed. Seam one and seam two of the device were slightly expanded and seam three was expanded 11.5cm to 27cm distal of the strain relief. The analyzed seam expansions were consistent with device use. Numerous kinks and a slight twist were observed on the sheath. Analysis of the 14 isleeve tip revealed a tear at the seam line which is consistent with device use. Product analysis confirmed the reported event of damage to the sheath as kinks and a twist were noted along the length of the sheath. Product analysis was unable to confirm the reported difficulty advancing as clinical circumstances could not be replicated. Procedural angiographic media was provided to assist in the investigation and was reviewed by a bsc medical director and bsc quality engineer. The procedural angiographic media consistent of one (1) cine loop that showed a pigtail catheter inserted from the left femoral artery, with its tip in the abdominal aorta. A 14f isleeve introducer sheath was inserted from the right femoral artery and positioned with its tip in the abdominal aorta. Two (2) consecutive contrast injections through the pigtail catheter in the descending aorta showed that the 14f isleeve introducer sheath was damaged in the iliac area and that there was a femoral artery perforation with contrast extravasation at the access site. The acurate neo2 device was not visible in the provided media. A single photographic image was provided to aid in the investigation and was reviewed by a bsc medical director and bsc quality engineer. The photograph showed a damaged 14f isleeve introducer sheath on the procedure table with the 14f isleeve introducer sheath slit along its longitudinal axis. The media provided is consistent with the reported event showing a left femoral artery perforation and a damaged 14f isleeve introducer sheath. Of note, the femoral artery appeared not only dissected, but perforated. The vessel perforation is most likely caused by device manipulation due to the complex patient anatomy.

Event description:
It was reported that a vascular dissection occurred. Procedure summary: the vascular anatomy was moderately tortuous. Vascular access was obtained via a transfemoral approach. The severely stenosed and mildly calcified native aortic annulus was 21.0mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 18mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. When inserting the acurate neo2 tf ds into the 14f isleeve introducer sheath, resistance was noted and the acurate neo2 tf ds could not be advanced. The acurate neo2 tf ds was withdrawn from the 14f isleeve introducer sheath. A kink was observed in the catheter shaft of the acurate neo2 tf ds. A dissection was noted in the common femoral artery resulting in blood loss. In the physician's opinion, the dissection was attributed to the acurate neo2 tf ds or the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was removed from the patient. The dissection was treated with the implant of an known manufacturer's vascular stent. The transcatheter aortic valve replacement procedure was aborted. Patient status the patient was discharged from the hospital and has fully recovered.